Manufacturer narrative:
PMA/510(k)#:p100022/s014. This has been conservatively assessed as meeting the malfunction precedence for this device family for the issue ' premature stent deployment with safety lock in place'. Additional information has been received for this complaint file: ¿the stent was inserted in the patient but not deployed because the physician could not reach the target lesion. The stent started deploying when it passed the intro valve when the physician attempted to take it out, so the deployment took place outside the patient¿. The zisv6-35-125-6.0-120-ptx device of lot number c1115789 was returned to cook ireland for evaluation. It was returned in its original packaging and was open on receipt. Lab evaluation was carried out on 24 mar 2016. On evaluation of the returned device it was confirmed that the safety trigger had been engaged. The stent was exiting the sheath by 51mm. Gross damage was observed on the stent retraction sheath (srs) at 158mm and 160mm from the tip. Kinking was noted at 75mm, 147mm & from 210 ¿ 320mm on the srs. Kinking was also noted at the strain relief. No damage was noted to the white tip. Using a syringe of water, the device was flushed though the hub with no issues. The device was advanced over a 0.035¿¿ wire guide. Resistance was encountered at the strain relief where kinking was observed. The stent was deployed; no damage noted to the stent. Engineering opened the handle; there were no issues with the handle components and the handle break was in place. The customer complaint can be confirmed as the stent was partially deployed upon evaluation. According to information provided, the physician could not advance the stent through the tortuous anatomy and had to ¿pull strongly¿ to retrieve the device. The stent began deploying as it passed through the intro valve on retrieval and so the deployment took place outside of the patient. It is possible that the excessive damage observed on the srs may have been caused by the pulling/pushing forces applied during the advancement/retrieval of the device. In addition, it is also possible that the red safety tab was engaged unknowingly during this, resulting in the partial deployment of the stent. It can be noted that the red safety trigger had been depressed prior to device return to cirl. Therefore, the stent would have been in a position to deploy freely. Engineering input was requested and the following comments were received: ¿due to the condition of the device on return to cook it appears that the handling of the device would be classified by misuse. ¿ it can be noted that instructions for use states the following: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. Ensure that the red safety lock is not inadvertently depressed before stent deployment is desired.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another manufacturer`s device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of the device involved in this event. Initial description submitted as follows: a zilver ptx stent deployed unexpectedly (before activating the deployment wheel) on a cook 0'35 amplatz wire. No adverse event was reported and the procedure was completed with another manufacturer's stent. Lesion was pre dilated by balloon angioplasty. Then the zilver ptx stent was introduced on an amplatz wire through the balkin sheath. Dr could not advance the stent normally through the tortuous anatomy. He tried to retrieve the stent (un deployed) but he felt a resistance and could not advance to the lesion. He had to pull strongly on the wire to retrieve the stent. When he passed the introducer's valve the red security button engaged and the stent deployed on a few millimetres from the white tip (outside the patient ). Notice that the stent had been correctly flushed. Then he used another amplatz wire (cook) and placed a cordis stent and post dilated with 2 18ptx balloons (cook).

Manufacturer narrative:
PMA/510(k)#:p100022/s014. This has been conservatively assessed as meeting the malfunction precedence for this device family for the issue ' premature stent deployment with safety lock in place' additional information has been received for this complaint file: ¿the stent was inserted in the patient but not deployed because the physician could not reach the target lesion. The stent started deploying when it passed the intro valve when the physician attempted to take it out, so the deployment took place outside the patient¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another manufacturer`s device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A zilver ptx stent deployed unexpectedly (before activating the deployment wheel) on a cook 0'35 amplatz wire. No adverse event was reported and the procedure was completed with another manufacturer's stent. Lesion was pre dilated by balloon angioplasty. Then the zilver ptx stent was introduced on an amplatz wire through the balkin sheath. Dr could not advance the stent normally through the tortuous anatomy. He tried to retrieve the stent (un deployed) but he felt a resistance and could not advance to the lesion. He had to pull strongly on the wire to retrieve the stent. When he passed the introducer's valve the red security button engaged and the stent deployed on a few millimetres from the white tip (outside the patient ). Notice that the stent had been correctly flushed. Then he used another amplatz wire (cook) and placed a cordis stent and post dilated with 2 18ptx balloons (cook).